Event description:
We have been having problems with several prismax auto effluent bags leaking. So far, over the course of last night and into this morning, we have had a total of 8 bags that leaked and were unable to use. We know from today that at least 4 were the same lot number. The item is manufactured by baxter- prismax a6003 - auto effluent accessory ref: 115370, lot: 24h270, expiration: 8/27/2027. Reference reports: mw5166063, mw5166064, mw5166065, mw5166066, mw5166067, mw5166068, mw5166069.